Event description:
Customer reported that intermittently, the system would lock up and a buzzer would sound. Customer would have to reboot the system to clear the issue. No pt injury to report.

Manufacturer narrative:
A ge rep evaluated the system and found that the monoblock needed to be replaced. Replaced the cpu battery and the monoblock. Found that the hard drive shock mounts are dry rotted and replaced them. Performed a beam alignment and camera alignment. System is operating as intended.